Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The perclose proglide (part #12673-03/lot #940286h) is being filed under a separate MFR#.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.